Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cup impactor handle is cracked lengthwise while impacting the shell into the acetabulum.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; a small crack was found in the handle. Previous investigations found (B)(4) that was implemented on may 3, 2006 to alleviate handle fractures; a metal washer was added at the distal end of the handle to protect the radel handle from impact during an extraction type hit. The returned sample was manufactured after the change. No corrective action taken. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.